Event description:
It was reported in a literature publication that two years prior to the time of presentation at the institution, the patient experienced a gunshot wound causing a pertrochanteric fracture of the right femur. The patient initially was treated with open reduction and internal fixation using a sliding hip screw. Plain radiographs taken 1-month postoperatively revealed the beginning of implant failure and fracture of the lateral femoral wall with complete failure evident by plain radiographs at 4 months. Nine months following the initial open reduction and internal fixation, the patient underwent hardware removal because of continued pain. The treating surgeon believed the fracture was clinically healed at that time. Eight months after hardware removal, the patient presented to the clinic reporting right hip pain. His medical history revealed heavy use of tobacco at 40-pack years. On examination, his right leg length was 7 cm shorter than the left leg. The patient had a combined technetium and indium-labeled white blood cell scan, which was negative for osteomyelitis. Plain radiographs showed a chronic nonunited pertrochanteric fracture of the right femur with bone loss. After reviewing surgical options with the patient, he was scheduled to undergo repair of the nonunion with bone graft and an implantable bone stimulator. He was instructed in nicotine cessation and told he would be monitored with urine nicotine screens prior to surgery. The patient was unable to stop smoking and returned 7 months later reporting continued right hip pain and leg shortening. The patient again was offered repair of his pertrochanteric nonunion. This was performed using a 95° blade plate with iliac crest bone graft supplemented with bone morphogenic protein-7 and tricalcium phosphate and implantation of an electrical bone stimulator. Given the patient's smoking history and the large bone defect, it was felt autograft alone would not be sufficient for healing of the nonunion, which led to the decision to supplement the autograft. In the operating room, the pseudarthrosis site was opened and fluid was sent for culture and gram stain, which were negative for infection. The patient was discharged from the hospital 2 days postoperatively. The patient returned to the clinic 11 days postoperatively with his pain well controlled. No signs of infection were noted. Smoking cessation again was discussed with the patient and he was instructed to return to the clinic in 4 to 5 weeks for follow-up and radiographs. At that time, 7 weeks after surgery, the patient had no complaints, no pain, a 1-inch leg-length discrepancy (affected side short), and flexion to 95, internal rotation to 10, and external rotation to 30. Plain radiographs showed apparent interval bone consolidation. The patient was instructed to continue toetouch weight-bearing. Three weeks later, the patient presented to the clinic, now 2-months postoperative, reporting that he fell the previous week and had right hip pain, which was not present prior to the fall. The patient stated he was feeling quite well and began ambulating and weight-bearing as tolerated, despite instructions to remain non-weightbearing. Plain radiographs showed a broken plate and loss of reduction. The patient again was offered repair of his nonunion. The nonunion site was explored and found to have a fusion mass medially, but only a fibrous union laterally. Deep bone biopsies were taken and the patient was revised to a proximal femoral locking plate (pflp). Because of severe pain from the previous iliac crest bone graft, the patient declined a contralateral harvest of iliac crest bone graft. Local autograft from the proximal femur was taken and mixed with aspirated osteoprogenitor cells from iliac crest and with rhbmp-2/acs. The use of bmp-2 in femoral nonunion is an off-label application. The pflp failed within 3 weeks. Plain radiographs revealed failure at the screw head/shaft interface of the proximal locking screws. The patient was offered arthroplasty versus a repeat attempt at repair of the nonunion with a cephalomedullary nail. Smoking cessation counseling was given again as the patient's use of nicotine was considered a major contributor to repeated failures. The patient was revised to a cephalomedullary nail with iliac crest autograft, another implantable bone stimulator, and more rhbmp-2/acs. Given the patient's recalcitrant nonunion, it was felt the bone stimulator and bone morphogenic protein might improve the patient's chance of success with revision surgery. The patient was discharged 2 days later with instructions to be touch-down or minimal weightbearing on the right lower extremity. At 1-month postoperative, the patient remained adherent to with his weight-bearing restrictions and had successfully stopped smoking. His remaining postoperative course was unremarkable except for a possible superficial wound infection that resolved with oral antibiotics at 7-weeks postoperative. When last seen, the patient was 1-year status post-repair of this proximal femur nonunion with no pain, was walking with a minimal limp without an assi stive device, and had no limitation in the distance he could walk. His hip had good range of motion with flexion to 85° and he was able to straight-leg raise and abduct against resistance. He had a 2-inch leg-length discrepancy that was fully corrected with a built-up shoe. Plain radiographs showed signs of complete consolidation at the nonunion site.

Manufacturer narrative:
Literature citation: evanson et al. Nonunion of a pertrochanteric femur fracture due to a low-velocity gunshot. Am j orthop. 2011;40(1):e5-e9. (B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.